Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the pt had a revision surgery to replace the centrax with tha cup dut to a hip pain. During the surgery, the surgeon noticed that the locking ring was dissociated from centrax shell.